Event description:
It was reported that when the device was used during an unknown procedure, the outer gasket became dislodged and fell into the patient. The trocar was used with a filshie clip. The staff is aware of the need to partially close the filshie clip applier before inserting or removing the clip applier. The gasket was retrieved and there was no patient consequence. Another device was used to complete the case.